Manufacturer narrative:
The technician replaced all four casters to repair the bed.

Event description:
Info received indicates both the brake and brake/steer casters when engaged in brake would still move from side to side.